Manufacturer narrative:
The ge service rep performed an on site investigation. The system software was reloaded and tested. The system was found to function as its intended.

Event description:
It was reported that images saved on the 9900 system hard drive were lost when the patient file was recalled. The system was also pulling images from other files and placing them in different patient folder. The harm would be patient injury due to the misdiagnosis of the patient with mis-matched patient data and patient name. The misdiagnosis might cause injury to patient that require medical intervention. There was no reported injuries to patient.